Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a healthcare professional (hcp), regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that ins is dead and the caller can't put it into MRI mode. Caller said patient met with a manufacturer representative and tried to jumpstart the device but was unsuccessful in doing so. No symptoms were reported and no further complications were reported. On 2019-sep-25, additional information was received from the patient. It was reported that the cause was that patient left their stim uncharged for 21 days while they were having an ankle fusion done. When patient went to charge it again, it would not take a charge. Patient first went online and went through troubleshooting guide, then contacted their doctor, then rep who gave instructions over phone to trickle charge. Rep also tried to jump start in the office. The event date was provided as sometime in (B)(6) 2019. Steps taken to resolve the issues were 2 jumpstarts, 3 trickle charges, online troubleshooting, doctor trying to locate battery. Patient was having the device removed and replaced. No date was provided. Patient provided their weight information. No further complications were reported/anticipated.